Event description:
It was reported that the device heats up a lot during use in a procedure at the user facility. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the device heats up a lot during use in a procedure at the user facility. The procedure was completed successfully with the same device without a surgical delay; no medical intervention or adverse consequences were reported.